Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset using information provided by technical support, and pump screen became responsive after reset.